Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This lead extension was intended for clinical study implant in (B)(4). During the procedure it was reported high impedance measurements were observed. Multiple troubleshooting attempts with the lead extension were unsuccessful in resolving the issue. As such, a new lead extension was used to successfully complete the procedure. No pt complications were reported as a result of this event.